Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional ¿ attorney. (B)(4).

Event description:
Litigation alleges that implant released metal ions into patient's blood, tissue, and bone surrounding the implant. As a result, patient has experienced severe pain, discomfort, and inflammation in thigh and groin. Patient has also experienced an inability to walk, frozen joint and can only stand for three minutes. Update: in addition to what were previously alleged, ppf alleged infection. Doi: (B)(6) 2010 - dor: (B)(6) 2013 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.